Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, when the stent was loaded on the pusher and advanced through the scope, a small foreign object was seen wedged in the flange of the stent. The foreign object was not determined but it appeared to be a piece of foam or gauze, which was not seen until the stent was through the scope and near the ampulla. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.